Event description:
It was reported that a as lvp 20d 3ss 0.2m cv leaked during use. The following was reported by the initial reporter: "it was reported that tpn tubing was leaking at the filter. Verbatim: tpn tubing leaking at filter. IV tubing changed to d10 as ordered. Line/cap change performed by bedside rn once new tpn/il arrived at bedside. 1.9fr sl l leg PICC with tpn running at 13ml/hr, il running at 1.58ml/hr, ml for scheduled meds."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: one used primary set was received by the customer for investigation. Upon visual inspection, dried fluid residue was observed on the filter. No other defects were observed. The set was primed and functionally tested. No leak was observed. The customer's complaint of tubing leaking at filter could not be verified. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tpn tubing leaking at filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a as lvp 20d 3ss 0.2m cv leaked during use. The following was reported by the initial reporter: "it was reported that tpn tubing was leaking at the filter. Verbatim: tpn tubing leaking at filter. IV tubing changed to d10 as ordered. Line/cap change performed by bedside rn once new tpn/il arrived at bedside. 1.9fr sl l leg PICC with tpn running at 13ml/hr, il running at 1.58ml/hr, ml for scheduled meds."